Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an agile esophageal stent was to be implanted in the esophagus to treat an approximately 4-5 cm esophageal tumor during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the agile esophageal stent was successfully deployed under fluoroscopic guide. Upon removal of the agile delivery system, the stent suture loop got caught on the delivery system and the agile esophageal stent moved out from the target location. The agile esophageal stent was removed together with the delivery system through the patient's mouth. The procedure was completed with another agile esophageal stent. There were no patient complications reported as a result of this event.